Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. The device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to a lack of a product sample and batch number to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. If the defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a drain separated at the level of the connection with the patient, which led to a major blood projection on the face, in the mouth and on the rest of the body of the nurse. The nurse will remain under medical surveillance for three months. There was no reported patient injury.